Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro closure and delivery system (wds) were selected for use. A 2mm preprocedural baseline effusion was noted prior to the procedure using transesophageal echocardiography (tee) imaging . The patient was reported to have difficult anatomy. The physician made multiple attempts and recaptures to try to access as much depth as possible but was unable to place the wds successfully. The procedure was discontinued. A post procedure tee effusion check showed the effusion had increased to 4mm. The patient was monitored for approximately 10-15 minutes, and the effusion did not worsen and there was no change in hemodynamics. Routine protamine was administered. The patient will continue to be monitored and is scheduled for a follow up tee prior to discharge.